Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable. Surgical intervention took place and the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.